Event description:
Synovitis. Info was received from a physician via a distributor regarding a pt with a several year history of moderate osteoarthritis and x-ray findings of joint narrowing and osteophytes, who received at least 2 previous courses of synvisc (dates and location unspecified), and were tolerated well. In 2003, the pt received a synvisc injection to the right knee and then developed joint pain and swelling. The physician reported that prior to this synvisc injection, the pt did not have pain or swelling. Nineteen days later the pt underwent an arthroscopic inspection and lavage of the right knee. Synovial tissue samples were collected and results indicated that no infection was present, nothing abnormal was detected and that there was a mild synovitis. The treating physician assessed the possible cause of the events as a questionable synvisc allergy resulting in mild synovitis which definitely improved after arthroscopic washout.